Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. The customer's mother declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.